Event description:
It was reported that intermittent far p-wave oversensing and cross-talk were observed via remote transmission. Patient was asymptomatic. Programming changes were recommended.

Event description:
New information received notes that episodes of non-sustained rv oversensing were observed via remote transmission. Patient was asymptomatic. Review of the episodes revealed crosstalk. Programming changes were made. The patient was feeling fine.

Manufacturer narrative:
(B)(4)